Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03675).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to tightness and stiffness. The tibial tray and tibial bearings were removed and replaced.